Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture unspecified baker grade.

Event description:
Physician reports rupture and capsular contracture (unknown baker grade) diagnosed by palpation. This relates to the left device. Device remains implanted with explant surgery scheduled.

Manufacturer narrative:
Correction to h.3. Device remains implanted and has not been returned to the manufacturer.

Event description:
Physician reports rupture and capsular contracture (unknown baker grade) diagnosed by palpation. This relates to the left device. Device remains implanted with explant surgery scheduled.

Event description:
Physician reports rupture and capsular contracture (unknown baker grade) diagnosed by palpation. This relates to the left device. Device remains implanted with explant surgery scheduled.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the anterior side assessed as surgical. Damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: no other observation observed.